Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient ((B)(6)) was treated for a postoperative infection/ allergic reaction around the ipg surgical incision. The patient was reportedly treated with antibiotics and antihistamines with good results.

Event description:
Additional information received identified the patient has finished the antibiotics and antihistamines, all symptoms have now resolved.